Event description:
Customer called and stated that he had not heard any tones from his pump for a couple of days. No tones emitted during tone test. Blood goucoses were a bit elevated but just had surgery and elevation was expected.